Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: device was returned without the stent. A review of the manufacturing stent profile data was performed and the stent od at the time of manufacture was within maximum crimped stent profile measurement. The balloon profile was reviewed and signs of positive pressure were identified as the balloon body was not tightly wrapped and folded. Crimp markings were evident on the balloon body. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 19-jul-2019. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. Following pre-dilation, a 2.50 x 32 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable. However, device analysis revealed a stent detachment/separation.